Manufacturer narrative:
The reported issue could not be confirmed due to the previously reported issue in MFR (3013756811-2018-01285).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent minimum fill notifications occurred after filling cartridges with 420 units of insulin. There was no reported impact to the customer¿s blood glucose level. Tandem technical support was unable to perform troubleshooting as the issue was resolved at the time of the reported event.